Event description:
It was reported that varying low impedance and noise was observed on the atrial lead of an asymptomatic patient. The noise could be reproduced through isometric testing and pocket manipulation. The patient would continue to be monitored. No additional information was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.